Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported difficult to close and device entrapment could not be determined. Factors that contribute to the inability to retract the lever/foot, include, but not limited to calcification, tissue, or suture caught in foot. The inability to close the foot likely contributed to the device entrapment. The subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Attachment: medsun report uf/importer report.

Event description:
Uf/importer report #(B)(4) received: describe the event or problem: perclose device footplate became stuck on the vessel wall during aortic valve replacement surgery requiring a right femoral artery cutdown, vessel exploration with removal of the damaged perclose device, and primary repair of the right common femoral artery. What was the original intended procedure? Aortic valve replacement what problem did the user have: device malfunction - that is, the device did not do what it was supposed to do. Therapies being used on the patient at the time of the event that may have caused or contributed to the event: not known. No additional information was provided.

Event description:
It was reported that this was an arteriotomy closure of the mild calcified right common femoral artery using the pre-close technique via an 6f sheath hole prior to an interventional transcatheter aortic valve replacement (tavr) procedure. The suture of the first proglide device was successfully pre-placed. Reportedly with the second proglide device, when retracting the foot, the foot got stuck and did not close. A cut down was performed to remove the device. It was noted that the first proglide suture was also removed. No tissue damage was observed. The pre-close was abandoned; the access site was closed with manual suturing and hemostasis was achieved. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.